Event description:
Abc bend-a-beam handpiece was used for coagulation during surgery and when not in use it was placed into utility pocket, after placement into plastic utility pocket the handpiece began to smoke and burned a hole through the utility pocket. The team noted the plastic tip of the handpiece was also melted at this time. When the smoke was noted, the handpiece was immediately placed in saline. Handpiece was disposed of.